Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an intermittent connection between therapy electrode interconnect pcb and therapy electrode pca in r1 therapy electrode . The root cause for the intermittent connection could not be positively identified. No adverse event resulted from the defective electrode belt

Event description:
A us distributor returned an electrode belt and reported that the ecgs were non-functional.